Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in hospital with inappropriate shocks and noise on the rv lead. The device charge time limit reached message was received. Programming changes were made. Fluoroscopy did not reveal any externalization. The lead was capped and replaced. The device was replaced to a single chamber pacemaker. The patient was not symptomatic.

Event description:
New information received indicates that oversensing was also noted on the lead.